Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ deflation: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, d4, d9, e1, h3, h4, h6.

Event description:
Healthcare professional reported left side deflation confirmed via imaging as well as exchange from textured to smooth due to concern with the product. The device has been explanted.

Event description:
Healthcare professional reported left side deflation confirmed via imaging as well as exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side rupture. Confirmed via imaging. As well as, exchange from textured to smooth, due to concern with the product. Device remains implanted.